Event description:
Asr revision;asr xl - right hip;reason(s) for revision: pain; alterations of chromium and cobalt ions.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.the correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) (B)(4) reason for original complaint: asr revision, asr xl - right, reason(s) for revision: pain. Update received may 23rd, 2013. Implant date amended. Additional reason for revision added. Reason(s) for revision: alterations of chromium - cobalt ions. Update - added a stem taken from claimsuite dated (B)(6) 2014.

Event description:
After review of medical records for the MDR reportability, in addition to what was previously reported, revision notes reported presence of brown liquid and dark periprosthetic material consistent with metallosis.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ asr revision, asr xl - right, reason(s) for revision: pain. Update received may 23rd, 2013. Implant date amended. Additional reason for revision added. Reason(s) for revision: alterations of chromium - cobalt ions. Update - added a stem taken from claimsuite dated (B)(6) 2014. Update nov 21, 2017: email notification received. Updated patient name and gender. Updated complainant information. This complaint was updated on nov 22, 2017. Update dec 4, 2017: medical records received. After review of medical records for the MDR reportability, in addition to what was previously reported, revision notes reported presence of brown liquid and dark periprosthetic material consistent with metallosis. This complaint was updated on dec 7, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number dint (B)(4) reason for original complaint ¿ asr revision asr xl - right reason(s) for revision: pain the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.